Event description:
A malfunction alarm occurred, identified by a specific code that could be reset. There was no reported impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.